Event description:
It was reported the trach tube cuff had pinholes which leaked, while in use with a patient. The situation started with a slow leak, which then increased to the point of no cuff inflation; causing the need for a premature tracheostomy tube change.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Cuff damage was found in three samples therefore the cuffs could not be inflated; the complaint was confirmed. The root cause of the reported issue was determined to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. No problems or issues were identified during this device history record review. Update b2, d5, e4, h3, h6, h10, corrected data: b1.